Event description:
It was reported to philips that the digital subtracting angiography (dsa) image was stuck. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, the procedure was completed as planned. The philips service engineer reached out to customer regarding the malfunction of the digital subtracting angiography (dsa) image was stuck. No further information regarding the issue has been provided by the customer. No service has been performed by philips, as the customer did not request the service. To date, there have been no further reports of this issue.